Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of october 1, 2018, was chosen as the best estimate based on the retrospective study start date of october 2018. Block h4: detailed product information, including device availability for evaluation was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: takeshi hisa; shigeru nishiyama; aki ego; shogo sakata; yui ito; akiharu kudo; takahiro yamada; shozo osera; hideki fukushima; shunta ishizaki; ryoga hamura; masashi tsunematsu; kyohei abe; yoshihiro shirai; shinji onda. "Endoscopic ultrasound-guided drainage of postoperative pancreatic fluid collections." International journal of gastrointestinal intervention 2025; 14: 15-19. Block h6: imdrf device code a010402 captures the reportable event of "stent migrations." Imdrf patient code e2315 captures the reportable patient complication of "fluid collection cavity at the pancreatic transection margin." Imdrf patient code e0506 captures the reportable patient complication of "bleeding." Imdrf patient code e233603 captures the reportable patient complication of "hemorrhagic shock." Imdrf impact code f2203 captures the "CT evaluation and angiogram." Imdrf impact code f2301 captures the "additional devices used during the endoscopic procedures performed." Imdrf impact code f2202 captures the "additional endoscopic procedures performed." Imdrf impact code f0101 captures the "recurrence."

Event description:
Boston scientific became aware of events involving advanix pancreatic stents through the article: "endoscopic ultrasound-guided drainage of postoperative pancreatic fluid collections," by takeshi hisa, et al. Per the article, a retrospective study examined patients who underwent endoscopic ultrasound-guided drainage (eusd) of post-operative pancreatic fluid collections (popfcs) between october 2018 and january 2024. Among patients, the following outcomes were reported: stent migrations, bleeding, hemorrhagic shock, fluid collection cavity at the pancreatic transection margin, additional interventions, and recurrence. Please see the referenced article for full details and full listing of physicians and healthcare facilities.